Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported that the programmer had been returned to service.

Event description:
It was reported that the programmer experienced an error while interrogating a device. A different programmer was used to complete the interrogation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was able to confirm the reported customer experience through the error log and therefore the hard drive was configured and reloaded as well as the software updated to resolve. The link electronic module board was reseated and calibrated as a preventive measure for the error issues.